Event description:
It was reported that the customer received a no delivery alarm on the insulin pump. Customer stated that the second no delivery alarm occurred on (B)(6) 2014 when he tried to bolus for dinner. Customer's blood glucose was 180 mg/dl. Customer reported that the alarm was resolved by a complete set change. Customer would like to return the infusion set and reservoir for analysis. Customer reported that the alarm did not occur during manual prime. Customer was not able to troubleshoot at the time of call. Customer was advised to monitor and call back if the issue persists. No additional information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)